Event description:
Blister [blister]; several red marks [erythema]. Case description: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from ten years for an unspecified indication . The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported after ten years of using these products, then one he wore to work on (B)(6) 2016 left him with a blister and several red marks. As this had never happened before, he was wondering if he got a defective product or if had changed formula or something of that sort and he had a little leery of using. The events outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event erythema is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term] blister [blister] , several red marks [erythema] . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip) from ten years for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient reported after ten years of using these products, then one he wore to work on (B)(6) 2016 left him with a blister and several red marks. As this had never happened before, he was wondering if he got a defective product or if had changed formula or something of that sort and he had a little leery of using. The action taken with thermacare heatwrap and the events' outcome were unknown. Product quality complaint reported the following investigation results: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Sample status at the site was not received. There was no reasonable suggestion of device malfunction. Follow-up (24jun2016): follow-up attempts are completed. No further information is expected. Follow-up (23mar2020): new information received from a product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events blisters as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The other event erythema is non-serious. Both events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Sample status at the site was not received. There was no reasonable suggestion of device malfunction.